Event description:
Patient involvement is unknown.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: operator of the device: unknown.

Event description:
It was reported the device was overheating and the display temperature jumps around. No patient injury was reported.